Manufacturer narrative:
A2) patient date of birth - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3) the visisheath was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the visisheath device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, advancement was made halfway down to the superior vena cava (svc), when progress stalled. A spectranetics visisheath dilator sheath was loaded onto to the glidelight, and advancement was made to the start of the distal coil of the lead. While pushing with the visisheath, it would not advance any further. The lead was pulled with manual traction, and freed from the heart. Once the glidelight and visisheath were removed from the body, blood was noted coming from the pocket, but nothing was noted on transesophageal echocardiography (tee). Rescue efforts began, including rescue balloon, but the bleeding continued. The decision was made to close the pocket, and the patients blood pressure stabilized. The patient survived the procedure. This report captures the visisheath in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.